Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose value was 38 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been clarified which was not clear in the initial report. The information has been provided in section b5 with this report. The insulin pump did not over deliver insulin, the customer gave himself too much insulin.

Event description:
This case is for the (B)(6) 2021 incident. On (B)(6) 2021, customer reported having a low blood glucose on (B)(6) 2021 and another low on (B)(6) 2021. Customer said he gave himself too much insulin. Per (B)(4), customer reported on (B)(6) 2021 that his pump was not working anymore - stopped working on him. He did not report damage to the retainer ring. He reported that the reservoir could lock in place and that pump sn (B)(6) had the clear ring. Please see (B)(4) for documentation for the low on (B)(6) 2021. Helpline was unable to reach customer to get the emergency medical service details for (B)(6) 2021 and for (B)(6) 2021. Helpline left voicemail messages.